Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of interrogation difficulty and it was attributed to the radiofrequency head connector being loose. The link electronic module board was replaced and the software was recalibrated, reconfigured, reloaded and updated to resolve. It was further noted that the power supply and the system fan were noisy and both were replaced to resolve.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate a device. An alternate programmer was used to complete the interrogation. The programmer was returned for repair. No patient complications have been reported as a result of this event.